Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.25mm x 24mm) to a lesion in the lcx with 80% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. The physician used a new device (same model) to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during advancement. A number of struts on the 12th proximal segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity) erus.